Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She indicated that the event occurred on two separate occasions and the remaining pieces were removed when she urinated. She plans to visit her doctor to ensure there are no remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on 12/2/2013. Evaluation is ongoing.